Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to remove medications from pyxis and received a "no access" message. A technical support specialist (tss) followed the "unable to remove - no access" knowledge article with assistance from tss support. User and medication security group assignments were verified and found correct; however, it was identified that a medication assigned to the "investigational" security group was blocking access to the entire matrix drawer due to insufficient user permissions. The tss explained that access to all medications in a matrix requires permission for every security group present in that storage space. The resolution was communicated to the customer via email and explained during an outbound call, which the customer acknowledged. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to remove medication. When they tapped to access it, the system displayed "no access." There were no failed drawers or storage spaces reported. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.